Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during an attempted implant, the physician found that the impedance measurements were abnormal. As such, the lead was removed and replaced without complications with another lead of the same model type. The lead is expected to be returned for laboratory analysis. No resulting adverse patient effects were reported.

Event description:
It was reported that during an attempted implant, the physician found that the impedance measurements were abnormal. As such, the lead was removed and replaced without complications with another lead of the same model type. The lead was returned for laboratory analysis. No resulting adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Visual inspection confirmed a complete lead with a retracted helix and dried blood and body fluid present. Resistance tests were completed to assess electrical integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.